Event description:
It was reported that during an implant attempt, the surgeon could not push the stylet far enough into the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during an implant attempt, the surgeon could not push the stylet far enough into the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).